Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: large amount of clear fluid outside the hip joint under the deep fascia; turbid fluid with flecks of solid white tissue in the joint space; posterior superior aspect of the greater trochanter eroded by a cheesy-type granulation tissue; hip joint found to be filled with this cheese-like substance; interior of the head found to be filled with grayish-black "junk". The information received does not change the MDR decision.

Event description:
Litigation alleges pain and discomfort.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.